Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure unknown - "this is the complaint from the market. During procedure, broken piece of the septum fell in the body. It was collected from the body by the user. (B)(4)olympus checked the duckbill and the septum. As a result, we found that the septum was broken." Patient status: the patient was not injured.

Manufacturer narrative:
Investigation summary: the event unit and a torn piece of the septum were returned for evaluation. Upon inspection, engineering confirmed a portion of the septum had been torn off. No other damages or defects were observed. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections all seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. All instruments should be centered axially when inserted through the seal for easier insertion. This document represents our final report.